Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was over 600 mg/dl. Troubleshooting was done. The customer treated his high blood glucose with a manual injection. The customer expressed not feeling well, his heart pumping harder and frequent urination as symptoms related to his high blood glucose. The customer stated that the drive support cap appeared normal. The customer further stated that he saw multiple bubbles in the tubing of the infusion set. The customer expressed that he received bubbles in the reservoir and tubing when he would bump into things. Advised customer to run a manual prime, and insulin exited the tubing. The customer confirmed that the cannula was straight. Advised customer that the insulin pump was working as designed. Nothing further reported.